Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5355t601 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reporting that during use of the device, the nurse felt unusual friction on the suction catheter while it was being extracted. The nurse found that the catheter had broken in the middle. The catheter was replaced and there was no injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without original packaging. Visual inspection noted that the bushing was detached from the cone adapter. The bushing was examined under magnification. There was a visible ring of adhesive residue seen on the outside of the bushing. This was located at 9mm from the proximal tip. The components were viewed under uv light. There was visible evidence of application of adhesive with optical brightener. There was uneven coverage of adhesive seen on the cone adapter. The reported event is confirmed for catheter coming detached at the adhesive bond, not torn. The root cause was determined to be manufacturing related. During manufacturing, a gap can form between the bushing and cone adaptor that may cause weak bonding. Corrective actions have been initiated in order to achieve process improvement and prevent reoccurrence of this failure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Per additional information received, the user reportedly found the tip of the catheter to be torn off and the broken piece was found in the sleeve of the closed suction catheter and was able to be removed without a procedure on the patient.